Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after having an MRI with complaints of feeling tired and pain in his right shoulder. The pulse generator was found in backup vvi more. After a software download, the device resumed normal function.